Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation submitted (B)(4) 2012: follow-up #1: the device was returned to animas and evaluated by product analysis on (B)(4) 2012: testing confirmed the up, ok, and down buttons are intermittently responsive . The keypad is peeling and when removed , contamination was found under all contacts. Moisture was seen in the battery compartment . Leak test revealed a battery compartment crack and leak. The bolus button is torn and is hard to push due to contamination under button.

Event description:
The distributor contacted animas on (B)(6) 2012 stating that the up arrow and ok keypad buttons were unresponsive. There is no further information regarding the complaint available at this time. There is no adverse event with this complaint. This complaint is being reported because of the alleged keypad issues.